Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image through the device. A review of the device history record found no deviations that could have caused or contributed to there being no image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to damage to the internal lens. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the user could not view items through the subject device. There was no harm or user injury reported due to the event.